Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on 03/11/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/11/2015 with the following findings: the display screen was dim and discolored.